Event description:
Conmed (B)(4) reported on behalf of their customer that the 60-6010-002, universal plus-hand ctl pistol was being used during a laparoscopic ovarian cyst removal surgery on (B)(6) 2022 when it was reported that ¿before the surgery, the univ + plus electrode (spatula electrode) was placed on the patient's right thigh, and the vio300d was connected to the bike clamp and univ + plus for preparation, and the bike clamp energization test was performed. At that time, an unintended coagulation output occurred, and the patient suffered a burn accident. The procedure was completed as scheduled ¿after discontinuing the use of the motorcycle¿ with no delay reported. It was reported that the monopolar output settings were for autocut: effect 3, 80w and for swift coag: effect 4, 50w. The motorcycle output setting was 4. The patient was found to have suffered burns in two locations and when comparing the two locations, the lower abdomen had a stronger burn. Further assessment found the burns to be diagnosed as second-degree burns. The burns were described as burn ulcers covered with yellow necrotic tissue the size of a grain of rice in two locations and were approximately 1 cm blisters on two areas of the body the left lower abdomen and the left thigh. It is unknown if medical or surgical intervention was required for the patient and the patient¿s current status is unknown. It was reported that no extended hospitalization was required for the patient. The following will be listed as concomitant devices as there was no allegation against these devices as they performed as intended: 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm, vio300d electrosurgical generator (manufactured by amco), motorcycle, counter electrode plate (manufactured by izumi engineering). This report is being raised on the basis of injury due to second degree burns.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the 60-6010-002, universal plus-hand ctl pistol was being used during a laparoscopic ovarian cyst removal surgery on (B)(6) 2022 when it was reported that ¿before the surgery, the univ + plus electrode (spatula electrode) was placed on the patient's right thigh, and the vio300d was connected to the biclamp and univ + plus for preparation, and the biclamp energization test was performed. At that time, an unintended coagulation output occurred, and the patient suffered a burn accident. The procedure was completed as scheduled ¿after discontinuing the use of the motorcycle¿ with no delay reported. It was reported that the monopolar output settings were for autocut: effect 3, 80w and for swift coag: effect 4, 50w. The motorcycle output setting was 4. The patient was found to have suffered burns in two locations and when comparing the two locations, the lower abdomen had a stronger burn. Further assessment found the burns to be diagnosed as second-degree burns. The burns were described as burn ulcers covered with yellow necrotic tissue the size of a grain of rice in two locations and were approximately 1 cm blisters on two areas of the body the left lower abdomen and the left thigh. It is unknown if medical or surgical intervention was required for the patient and the patient¿s current status is unknown. It was reported that no extended hospitalization was required for the patient. The following will be listed as concomitant devices as there was no allegation against these devices as they performed as intended: 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm, biclamp forceps (manufactured by erbe),vio300d electrosurgical generator (manufactured by amco), motorcycle, counter electrode plate (manufactured by izumi engineering). This report is being raised on the basis of injury due to second degree burns.

Manufacturer narrative:
Corrected: b5 clerical error: bike clamp was corrected to biclamp and biclamp forceps (manufactured by erbe) was added to concomitant devices,d3 was missing manufacturer name, e1 was missing initial reporters first name, g1 was missing contacts first name and manufacturer name. Manufacturer narrative: the device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame 310,810 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005 per the instructions for use, the user is advised to make sure the proper electrosurgical ground pad is used, following the manufacturer¿s directions for proper placement and application. When not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, should the operator accidentally activate the electrosurgical generator. Do not activate the electrosurgical unit if the tip of the instrument is within the trocar cannula, or when not in contact with the target tissue or in position to deliver energy (fulguration) to target tissue. Doing so may cause burns to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.